Event description:
Procedure: low anterior resection. According to the reporter: the stapler cut and fired, but the staple line opened up after the firing. The surgeon noticed the staples on both lines were not formed and the legs of the staples still were straight. Laparotomy was necessary to fix the problem. The surgeon's needed to suture the staple line and give the pt a temporary colostomy. They corrected by suturing.